Event description:
It was reported that during a vns programming session, the site could not get the "light to come on." When they finally did get the light to come on, the handheld computer would not turn off. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.